Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed left ventricular loss of capture on the presenting electrogram in the remote monitoring system. It was noted the lv pacing output was fixed at 2.5v @ 1.0ms while the most recent in office manual threshold obtained was 2.0v @ 1.0ms. The boston scientific rhythmcare consultant emailed this information to the clinic and recommended seeing the patient to evaluate the lv pacing parameters for the non-boston scientific lv lead. The physician planned to bring the patient into the clinic for a follow up. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.